Event description:
Customer reported that they experienced hypoglycemia and was found unconscious by their spouse at home. Customer stated that they were not wearing their hearing aids at the time of event and was not able to hear the low glucose alerts raised by bigfoot unity. Customer further stated that the hypoglycemic event was due to tresiba lasting 40 hours in their system not 24. Customer was recently switched over to tresiba from lantus due to lantus not lasting 24 hours and having to split the lantus dose in two separate doses. Customer was using the lantus cap and tresiba at the same time and double dosed. This event was communicated to their doctor.

Manufacturer narrative:
Bigfoot conducted a thorough investigation, and there was no indication that the product failed to meet the specification. Data logs from the patient's unity system were reviewed and showed that the system issued 5 low glucose alerts per specification and 4 alerts were acknowledged and resolved by the customer. Doses were recommended per specification. If bigfoot learns of any new information in relation to this case, another investigation will be performed, and a follow-up report will be submitted. All pertinent information available to bigfoot has been submitted.